Event description:
It was reported the filter was deployed successfully. While the sheath was being removed, both marker bands caught on the pt's tissue that was scarred from previous heart caths and detached from the sheath. The dr was able to retrieve the bands with an angioplasty balloon. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The introducer sheath has been returned; however, eval has not been completed.